Manufacturer narrative:
(B)(4). Approximate age of device - 26 days. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On 11/22/2016, the customer submitted the patient¿s system controller log file to the manufacturer¿s technical services for analysis. The patient was asymptomatic. Analysis of the submitted log file noted power elevations greater than 10 watts and an upward trend of the linear power and flow over time. The patient¿s lactate dehydrogenase (ldh), plasma free hemoglobin, renal function, inr, lvad parameters were subsequently monitored. No equipment was exchanged; however, the patient was bridged with heparin until the inr reached a therapeutic level. The patient was also treated for blood pressure control and re-educated on use of warfarin. The pump power and flow have since returned to the patient¿s baseline levels. The patient was discharged home and was doing well. No additional information was provided.

Manufacturer narrative:
The report of multiple transient elevations in pump power/estimated flow were confirmed based on the evaluation of the submitted system controller log file; however, a direct correlation between the device and the parameter changes could not be conclusively determined. All of the significantly elevated pump power values were associated with pi events. The log file did not capture any atypical alarms and the pump speed remained above the low speed limit for the duration of the log file. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.